Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0r2tb, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient was not feeling and was not sure if the implant was working. The patient used to be able to feel stim but she was not feeling stim. The patient developed an infection. The therapy was helping her a lot. The setting was program 2 at 2.2 volts and the therapy was on. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.